Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged coiled catheter as no objective evidence has been provided to confirm any alleged deficiency with the catheter. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Possible contributing factors include damaged while handling and pinch off; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s).the device is labeled for single use.

Event description:
This report summarizes one(1) malfunction event. A review of the events indicated that model 1808069 port and catheter some time post port system placement in the subclavian vein, a loop allegedly developed by the catheter in the clavicle area. Therefore, the catheter was removed and a new catheter was placed with the same port body. This report was received from one source. This event involved one female patient with no reported patient injury.